Event description:
Additional information from the consumer reported that to resolve the shocking sensation and pain, the device was evaluated to check if it was operating and communicating with the computer correctly. Pain pills were administered for the pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3093-28, lot# v452164, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v668700, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported after a cat scan he had a sharp shock in his pelvic floor and he had to go to the emergency room from the pain. No troubleshooting or device resolution was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.